Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's rear case assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by physio-control it was observed that one of the device's battery pins was loose. This can cause the device to unexpectedly lose power. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.